Event description:
On (B)(6) 2022, it was reported by a distributor via sems that a ar-3636 1.8 knotless fibertaks tip of driver shaft broke off. This occurred on (B)(6) 2022 during a shoulder bankart repair when the distal tip of driver shaft broke off in the glenoid during insertion into the anterior labrum. The fragment was retrieved, and the case was completed with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.